Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient, who had history of lower extremity pain and lower back pain, got admitted with the following pre-op diagnosis: a l5-s1 spondylolisthesis, l5-s1 degenerative disc disease, l5-s1 recurrent stenosis, l5-s1 facet arthropathy, lumbar curve, intractable back and lower extremity pain. Patient underwent the following procedures: right sided transforaminal interbody fusion l5-s1. Left sided transpedicular exposure for neural decompression l5-s1. Placement of capstone interbody device at l5-s1. Posterior segmental instrumentation with bilateral pedicle screws at l5 and s1 (legacy). Posterolateral fusion l5-s1. Per op-notes: "the interspace was sized with trials. A 6 cc of local bone autograft was then placed anteriorly in the disc space followed by a pledget of bmp. The capstone device itself was then inserted which had been filled with bmp and more local bone autograft... The sacral ala and l5 transverse processes were decorticated. Posterior lateral graft was placed from l5 to s1. This consisted of some bmp along with remaining local bone graft." It was reported that on (B)(6) 2006 the patient, who had initially underwent decompression surgery on 2003, and then revision on (B)(6) 2006, presented with complaints of worsened pain. Reportedly, her CT scan and MRI revealed apparent failure of fixation at the l5-s1 segment. The following problems were found through the radiological studies: migration of the capstone interbody implant, s1 screws, and recurrence of spondylolisthesis. Reportedly, her symptoms produced a gait disturbance. Patient was diagnosed pre-operatively with the following pre-op diagnosis: failure of fixation, status post decompression and fusion at l5-s1. Right lower extremity radiculopathy. Lumbar curve. Intractable right lower extremity pain. Patient underwent the following procedures: removal of posterior segmental instrumentation l5-s1. Removal of capstone interbody device at l5-s1. Left sided transforaminal lumbar interbody fusion l5-s1. Right sided transpedicular exposure for neural decompression l5-s1. Placement of capstone interbody device at l5-s1. Posterior segmental instrumentation with bilateral pedicle screws at l4, l5 and s1 (legacy). Also one crosslink. Posterolateral fusion l4-l5. Bilateral l4-5 medial facetectomy and foraminotomy. Reportedly, per op-notes, "all four screws were loose and removed... There was some bone graft growing through the previous foraminal area which was removed with a kerrison... As suspected, it was prominent posteriorly and was pushing on the l5 nerve root... The spondylolisthesis did slightly reduce during this process as well. Osteofil was then placed anteriorly in the disc space followed by a pledget of bmp."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.